Event description:
A trilogy evo, iberia ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the inprocess evaluation of the trilogy evo, iberia device at the third-party 's service center the device failed the aev test. The technician documented the (aecm) active exhalation control module is defective and recommended replacing the device's active exhalation control module valve to address the issue. Additionally, one of the in-line filters contaminated; it has to be replaced. The device's air foam inlet filter, particulate filter and muffler will be replaced due to the 4-year pm procedure. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.